Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a clinic visit, it was reported that error code 6 was seen upon interrogation of the device. This error code indicative of a reboot within the generator. The output current was subsequently reactivated at the clinic visit with no issues. It was also noted that the patient has been referred for generator replacement. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized.

Manufacturer narrative:
B5: description of event: initial report inadvertently did not provide DHR review results in section b5. B2: outcomes attributed to adverse event: initial report inadvertently did not select adverse event for increased seizures and did not choose the appropriate option in section b2. G2: report source: initial report inadvertently did not select ¿foreign¿ in section g2. B3 date of event: initial report inadvertently entered 6/19 instead of 6/18.

Event description:
It was later reported that the patient was experiencing increased in seizure and prolonged seizure. No other relevant information has been received to date.

Event description:
Additional information received. Error code observes again. No other relevant information has been received to date.